Manufacturer narrative:
H.6. Investigation summary: customer returned (1) 3/10cc, 8mm, 30g syringe in an open poly bag from lot # 7352735. Customer states that he inserted the syringe into the ampoule bottle and when removing the syringe, the needle detached from it, getting stuck in the rubber of the bottle. The returned syringe was examined and exhibited a missing cannula. A review of the device history record was completed for batch# 7352735. All inspections and challenges were performed per the applicable operations qc specifications. There were four (4) notifications [200732794, 200732654, 200732653, 200732740] noted that did not pertain to the complaint. Investigation conclusion: bd was able to duplicate or confirm the customer¿s indicated failure (missing cannula). Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: after visual inspection of the photo sample, bd confirmed that it is missing cannula and its not from our process. Process: racks loaded with hubs travel down a conveyor towards the cannulator. They approach the cannulator turning horizontally in order to receive cannula. Racks pass under mars magnet straightening the cannula in the hubs. The rack passes under two ultraviolet lamps, which causes the adhesive to cure. Then the racks go to the shielder with the use of linear motion. The rack locater positions the racks while getting shielded. The parts are first inspected with an angularity camera, and if the angle of the cannula is too great or there is nothing on that pin, the part is not shielded. The finished product pick and place head won¿t pick it up in the gripper as it is gripping the shield for pick up. Investigation: did not find any l2l dispatches for repairs/ adjustments. There were 4 notifications, but they did not notifications pertain to the complaint. Root cause: root cause cannot be determined as the batch number is not available. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that syringe 0.3ml 30ga 8mm 10bag 500 l amr needle detached. This was discovered during use. The following information was provided by the initial reporter: the patient reported that on friday, he inserted the syringe into the ampoule bottle and when removing the syringe, the needle detached from it, getting stuck in the rubber of the bottle.

Manufacturer narrative:
(B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that syringe 0.3ml 30ga 8mm 10bag 500 l amr needle detached. This was discovered during use. The following information was provided by the initial reporter: the patient reported that on friday, he inserted the syringe into the ampoule bottle and when removing the syringe, the needle detached from it, getting stuck in the rubber of the bottle.